Manufacturer narrative:
B5: additional event information was received. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the placement signal issue is unknown because the console was not returned for investigation.

Event description:
Additional event information was received from the complainant. Manual pressure and femostop was successful used to control bleeding. The impella was removed via surgical wound closure. The impella is not available for return.

Event description:
A seventy-three-year-old patient with renal insufficiency had previously been resuscitated and presented in cardiogenic shock with lactate of 11.1 mmol/l and ph of 6.9 (society for cardiovascular angiography and interventions stage e) requiring extracorporeal membrane oxygenation, inotropes/vasopressors, and respiratory support. Percutaneous coronary intervention of the left main, left anterior descending, and left circumflex arteries was performed after impella cp placement via the right femoral artery. Bleeding was noted at the right femoral artery at the impella cp access site. Manual pressure was applied for 10 minutes, and a femostop was placed to achieve hemostasis. Another 7-french sheath was in place at the profunda bifurcation and was left in situ due to its location. The impella cp device was removed one day after insertion, and the patient survived. As the bleeding is described directly at the impella cp insertion site, it was likely that the insertion of the impella caused this bleeding. This case was coded as serious injury and additional device required.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.